Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced bleeding after inserting the abbott diabetes care (adc) sensor. As a result, the customer became confused and was unable to self-treat, requiring insulin administration by a non-healthcare professional (dose / type unspecified). There was no report of death or permanent impairment associated with this event.